Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue through review of the software log but unable to duplicate it in testing. Investigation found the user interface pcba was faulty. The user interface pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the shock button did not work therefor did not deliver defibrillation as expected. This issue is patient related; however there was no adverse event reported.